Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent is being considered for a hip revision due to dislocation. No known revision has taken place to date. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided. Review of the available records identified the following: left total hip arthroplasty with superolateral dislocation. Extensive metallic debris about the hip joint and proximal femur may be sequelae from revision of prior hip arthroplasty or alternatively related to gross metal on metal wear. Unusual linear lucency in the lateral rim of the acetabular cup is suspicious for implant/cup fracture-tangential views or a CT would be required for definitive evaluation. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.